Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4310982. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard catheter tip defect. The following information was provided by the initial reporter: over the last few days we¿ve had some issues with our IV catheter needles. I¿ve been told by a number of nurses that the plastic catheter tip is not inserting correctly. Bd rep response on 05-mar-2025. Thank you for your support with this complaint. I just spoke with xxx about this report, and she was able to provide some additional information from the customer. The customer, xxxx, shared the following context: " I have not personally experienced any of the reported problems, but let me try to summarize what several different staff members have told me over the last few days. Some of our staff have noticed a very slight bulge or some kind of deformity in the tapered tip of the plastic part of the catheter, just where the tip of the needle protrudes through it. They say that when inserting the IV they are often meeting resistance and not able to advance the catheter all the way and when they pull it out find the tip to be split apart or damaged in some way. The thought is that the plastic is brittle and is simply breaking down when trying to advance, often blowing the vein. All of these were discarded by the staff members after use, but we have asked that if it happens again, they save it in a biohazard bag so that we can take a look at it." He also mentioned that this issue has occurred at least ten times. Please update the record to include this information and document the 10 occurrences. I have noted in the record to include xxx in any additional communication related to this report, as he would like to be kept informed. At this time, no additional information is available from the customer regarding this report, so please do not send any further requests for follow-up information to the customer. If you have any questions, please let me know.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.